Event description:
On march 15, 2010 a doctor reported to sybron implant solutions (B) (4) that a patient had a pitt easy implant abutment screw fracture.

Manufacturer narrative:
It was reported that a patient had a fractured abutment. The product was returned to sybron implant solutions (B) (4) for evaluation. The evaluation indicated that the abutment meets product specifications and that the fracture was caused by loading after loosening. This is not a product failure.